Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the cartridge to address the issue. Customer's blood glucose was 210 mg/dl.